Event description:
It was reported that externalized conductors were observed via cine/fluoroscopy. The lead remains implanted. One event of aborted shock was also reported.

Manufacturer narrative:
No medwatch form was received.